Event description:
A report was received that the patient had to charge so much that it irritated her battery site. The site developed a blister and was very red and warm. The patient underwent a procedure to explore the ipg site. The pocket was cleaned, and the blister was removed. The patient was doing well.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had to charge so much that it irritated her battery site. The site developed a blister and was very red and warm. The patient underwent a procedure to explore the ipg site. The pocket was cleaned, and the blister was removed. The patient was doing well.